Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient had high lead impedance. During surgery, the surgeon tried reinserting the lead pin into the generator, but there was still high impedance. The surgeon did not test the old generator with the test resistor. The surgeon then replaced the lead and there was still high impedance. The surgeon replaced the generator and impedance was then within normal range at this point. The suspect product has not been received by manufacturer to date. No other relevant information has been received to date. This MDR houses the report of high impedance on the patient's old generator. MFR ref #1644487-2022-00765 houses the report of high impedance on the patient's old lead.

Event description:
It was later reported that x-rays of the thorax were normal and emg was also normal. There was no history of trauma and there was no pain or any incident mentioned by the patient. During the surgery, they tried re-inserting the pin after getting high impedance with the new lead and old generator but impedance was still high. They ran system diagnostics at each point and did not just re-interrogate. X-rays have not been reviewed by manufacturer to date.

Event description:
The suspect generator was later received into product analysis. Product analysis was completed. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Datadump was reviewed and the >25% changes in impedance took place on earlier date than previously reported therefore the event date will be updated.